Event description:
"The guide of the celsite catheter fractured and lost the continuity of the spring and the fixed position, its location was changed; by radiography it is shown that the guide knotted in the subcutaneous cellular tissue and because it was not coming out, it was decided not to pull the guide again to avoid its embolization."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record. The batch record, number 37031568 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the batch released in july 2024. Summary of investigations. . Visual inspection of the returned device: the j guidewire is broken, unraveled and kinked. The j has disappeared with the guide unravelling. - dimensional measures on the returned device: the external diameter of the j-guidewire was checked: specifications(mm) results(mm) 0.89 +/- 0.025 0.87 compliant. - raw material historical review: the supplier performs on the j-guidewire batch a 100% visual inspection during in-process control and a final quality control in accordance with the ansi/asqc z1.0 requirements. The j-guidewire batch included in the device kit was verified. The incoming quality controls were within the defined specifications and no abnormality was detected. No other similar complaints were reported on devices from this j-guidewire batch. The j-guidewire was sent tou our supplier for an in-depth analysis. This investigation is referenced under nr 202592151. Root cause. No abnormality was detected during raw material historical review. N o similar event was reported on this batch of guidewires. No manufacturing defect was observed on the returned device. The damage of the j-guidewire results most probably of an incorrect handling during implantation process. The guidewire is supple and must be manipulate with care. It can be bent during insertion in patient and then be blocked in the puncture needle or in the dilator if the guidewire is removed through the puncture needle or dilator. To avoid this type of issue, the IFU specifies: never withdraw the j guidewire through the seldinger needle to prevent shearing of the guidewire, to remove the guidewire and the dilator together, to not remove the guidewire through the dilator as this may result in the guidewire unravelling. Conclusion. We have observed no manufacturing defect which can explain this event. No similar event was reported on this batch of guidewires. It is highly suspected that this incident results from an incorrect manipulation during the implantation procedure. The IFU already gives recommendations to avoid such event. This type of incident is rare ((B)(4)). No corrective action is currently envisaged.

Event description:
"The guide of the celsite catheter fractured and lost the continuity of the spring and the fixed position, its location was changed; by radiography it is shown that the guide knotted in the subcutaneous cellular tissue and because it was not coming out, it was decided not to pull the guide again to avoid its embolization."

Manufacturer narrative:
Note: product reference 4430140 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record the batch record, number 37031568 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the batch released in july 2024. Summary of investigations no device was returned preventing a thorough survey. No pictures/videos of the complaint sample/observed defect were transmitted. Despite our requests no details have been provided regarding the incident description. Raw material historical review: the supplier performed on the j-guidewire batch a 100% visually inspection during in-process control and a final quality control in accordance with the ansi/asqc z1.0 requirements. The j-guidewire batch included in the device kit was verified. The incoming quality controls were within the defined specifications and no abnormality was detected. No similar complaints were reported on device produced with this j-guidewire batch. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. It is worth noting that the guidewire breakage is generally due to a too strong traction force being exerted on the guidewire during removal while it is blocked. The causes of this blockage can be: removal of the guidewire through the seldinger needle. This is incorrect practice. The IFU specifies "to prevent shearing of the guide-wire never withdraw the j guide-wire through the seldinger needle. Remove the guide-wire and the dilator together. Do not remove the guide-wire through the dilator as this may result in the guide-wire unravelling." A piece of human tissue taken from the patient during needle insertion that ends up between the guidewire and the wall of the seldinger needle. Conclusion. Without the concerned sample/conclusive picture, no thorough investigation can be performed, preventing the determination of the root cause of the met defect. If a new conclusive element become available, the complaint will be reopened for further evaluation. This type of incident is rare (B)(4). No actions plan is foreseen at that time.